Event description:
Physician reported that the distal tip of the needle broke off during arthroscopic knee procedure. An attempt was made to retrieve the needle fragment but physician was not able to confirm that fragment was recovered. No reported patient injury. The lot history record was reviewed and no manufacturing related issues were identified that would affect device function during use. The local ceterix representative described that the meniscus, as migrating peripherally as the needle was being deployed. This may have created a needle trajectory that was shallow enough that the needle slid under the meniscus rather than penetrate the meniscus. The iu describes the need to apply forward pressure on the device prior to and during deployment to prevent the tissue from migrating distally.